Manufacturer narrative:
Based on the information available, no conclusion can be made. As reported, the patient was implanted with a composix e/x mesh and is currently hospitalized. Additional information has been requested regarding event details and it was reported that no additional information could be provided at this time. Based on the limited information provided, we are unable to determine a root cause of the event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the date of implant is estimated based on the information received, as a specific date was not provided. Should additional information be provided a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent implant of a composix e/x mesh in 2005 and is currently hospitalized. As reported, the doctor inquired regarding the material content of the surgical mesh and wanted to know whether if it was "gore-tex".